Event description:
The report received from the affiliate indicated that during an internal inspection, foreign material was noted to be inside the sterile packaging of the outback ltd re-entry catheter. The product was not clinically used in the pt. The sterile packaging was not compromised. The product was handled and stored properly according to the instructions for use (IFU). The product was not re-sterilized or re-packaged. There was no reported pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14073012 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14073012.